Manufacturer narrative:
UDI#: (B)(4). Detail of product: associated item number: 0100013509, item name: durasul, alpha insert,hooded, ii/32, lot #: 2456420. Associated item number: 00000004265, item name: alloft-s alloclassic shl 52/ii, lot #: 2452071. Associated item number: 290039090, item name: cls spotorno, stem, 135, uncemented, 9.0, taper 12/14, lot #: 2437399. The manufacturer did not receive x-rays, but received other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that follow the implant the patient experienced 2-3 hip dislocation, followed by a closed reposition.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: dislocation. Event summary: it was reported that a patient received tha on (B)(6) 2008 on her left hip side and experienced dislocations after. First dislocation in (B)(6) 2018, and last dislocation occurred in (B)(6) 2018, which were followed by a closed reduction. Review of received data. Ap view pelvis x-ray dated (B)(6) 2008, x-ray before the implantation surgery. It is visible that the natural inclination angle is rather steep and the depth of the acetabulum rather low. Ap view pelvis x-ray dated (B)(6) 2008, the first x-ray is a post-operative ap view of the left hip taken on (B)(6) 2008, the x-ray is rather dark and the outlines of the bones and implanted components are barely visible. Some staples and redon drain can be seen on the lateral side. Ap view pelvis x-ray dated (B)(6) 2008, on the pelvis overview taken on (B)(6) 2008,it seems that the cup¿s dome slightly protrudes into the small basin. The x-ray was used to measure the inclination angle of the cup which is approximately 55°. Using x-ray templates the ante- or retroversion is estimated to be about 20°. The estimated inclination and ante- or retroversion angles deviate from the information given in the implantation surgery report. - primary surgery report dated (B)(6) 2008, posterior approach is performed to open the left hip joint. An arch-shaped incision is made above the greater trochanter. The leg length is measured and shows that the leg to be treated is 1 cm longer compared to the opposite side (pelvic obliquity). The hip joint is dislocated and an osteotomy of the femoral neck is performed with the oscillating saw approximately 1 cm proximal to the trochanter minor. The acetabulum is milled up to a diameter of 52 mm. A cancellous bone plastic is performed on the bottom of the acetabulum using cancellous bone previously obtained during the milling process. Then an allofit shell 52/32 is impacted with an inclination of 40° to the horizontal and an anteversion of 15°. A hooded durasul insert is inserted, whose hood is placed dorsocranial. The femoral canal is opened with a chisel and prepared with a rasp for a cls spotorno 135° stem size 9. A trial head is placed on the rasp and a trial reduction of the hip joint is performed. With a head size m, the pre-existing leg length can be achieved. The trial components are removed and the stem is impacted. A sulox 32 m 12/14 ceramic head is placed and the hip joint is reduced. There is a good joint laxity at free mobility. The hip joint is closed. The revision surgery report dated (B)(6) 2018 indicates that the patient experienced the first dislocation due to fall that the patient had. The review of the report does not provide any other additional information which would be valuable for the investigation of this complaint. Devices analysis. Visual examination: the ceramic head is received for the investigation along with the other components which were revised during the revision surgery. The visual examination of the ceramic head showed no existence of circumferential metal transfer lines, which are mostly seen upon impaction of ceramic heads on metallic stem tapers. In the case of a symmetrical taper fit situation between the ceramic ball head and the metallic stem taper, thin concentric lines (primary metal transfer) over the whole circumference at the top taper zone are expected. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: loss of connection, fracture of ceramic head due to particles between stem and head taper possible: there is no information available confirming that, however it cannot be excluded. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset not possible: head diameter /offset size was chosen correctly. Compromized taper fixation strength, fracture of implant due to high patient acitivity, patient disregards limits of the device possible: there is no information available confirming that, however it cannot be excluded. Increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release due to not allowed/ wrong combination of zimmer products => not possible: product combination is allowed. Loss of connection, fracture of ceramic head due to use on a used or damaged stem taper possible: it is not known if the stem was damaged during the operation, therefore cannot be excluded. Conclusion summary the patient underwent a closed reduction which was performed in (B)(6) 2018,due to a traumatic dislocation of the hip prosthesis after a fall of the patient. Two months later in (B)(6) 2018 the patient had another dislocation and again a closed reduction was performed. The event cannot be confirmed due to absence of x-rays which would show the dislcoated hip. The respective quality data for the ceramic head (analysis of raw material, sintering protocol, density measurement, measurement of grain size and inspection certificate) have been reviewed and confirmed to conform to the specifications. The production and quality data are therefore within the specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. A complete follow-up of the x-rays during time in vivo is missing. Only the situations after the implantation and after the fracture are available. The comparison of the different x-rays did not reveal any obvious changes regarding the bone and / or component position. However, non-existence of the metallic lines on the head taper might indicate a improper fixation of the head on the stem taper. But the fall that the patient had after 9 years 6 months might have had a big contribution in the dislocation as well. Possible reasons of the dislocation event include wrong head offset selection, wrong position of the tha components, improper fixation of the head on stem taper, 3rd body particles left between stem and head taper during op, high patient activity, patient disregarding limits of the device, use of the head on a damaged stem taper and the fall that the patient experienced. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.